Event description:
A hv lumbar valve was implanted on (B)(6) 2011. The pt reportedly developed a pseudomeningoceles to his lumbar and flank incisions post operatively. On (B)(6) 2012, an exploration was done by his surgeon, but the surgeon was unable to identify the leak site along the system. The pt redeveloped pseudomeningoceles and the shunt was removed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.